Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room complaining of weakness. An acute infection was diagnosed. The patient tested (B)(6). The patient's pulse generator system was removed and an external pulse generator was implanted. The patient did not experience any adverse events or complications during the extraction.